Event description:
Operator reported that a low volume of fluid was delivered to well a2,b2,c11,d2,e2,e4, and f12 while running htlv I/ii assay. No error message was generated by summit sample handler. A field service engineer inspected the plate and the complaint was confirmed. Replaced tip clamp, lld springs, plunger clamps and tip clamp sleeves in positions 2,4,11, and 12. No death or serious injury was associated with this event.